Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel sulphate allergy (++)") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and adverse event ("symptoms nos"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and adverse event outcome was unknown. The reporter considered adverse event and allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: negative for chromium and cobalt with contact sensitization confirmed for nickel. Positive to nickel sulphate (++). Most recent follow-up information incorporated above includes: on (B)(6) 2019: this case was identified as a duplicate of case (B)(4) (MFR number 2951250-2017-03351) and will be deleted from bayer database. All information was transferred to the remaining case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel sulphate allergy (++)") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and adverse event ("symptoms nos"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and adverse event outcome was unknown. The reporter considered adverse event and allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: negative for chromium and cobalt with contact sensitization confirmed for nickel. Positive to nickel sulphate (++). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.